Event description:
An initial report received from a hemodialysis facility stated only that a patient had respiratory arrest while dialyzing with the optiflux dialyzer. The limited new information received stated that this was a new patient to dialysis and during treatment experienced the respiratory arrest and was hospitalized. Patient was discharged from the hospital and returned to the clinic for treatment on (B)(6) 2011 and they have since placed her on another brand of dialyzer rinsed with 2000ml of normal saline before the patient is placed on treatment. Reportedly, the patient still became anxious during treatment requiring 50mg of benadryl, on continuous o2 2lpm via nasal cannula.

Manufacturer narrative:
(B)(6).